Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Patient later reported right side ¿sometimes my breast hurts and it's a burning feeling¿, "the right one is hard¿, and ¿tired¿. Patient also reported the following events which are not device-related: ¿concentration problems¿, ¿pain in the¿body/bones¿, ¿pain in the muscles¿.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are torn"

Event description:
Patient reported right side pain, "implants are torn", "feeling let down", and "breast getting hard". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ autoimmune/connective tissue disorders - ndr: unable to observe since it is not related to the device. ¿ rupture: not observed. ¿ malaise ¿ ndr: unable to observe since it is not related to the device. ¿ varied injuries - ndr: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "breasts are painful and getting hard", ¿an ultrasound showed that the implants are torn¿, and ¿feeling let down, I don't know where to go to? And in the meantime, I do have problems with my breasts¿. Patient later reported "concentration problems , pain in the muscles and body/ bones, tired....".this relates to the right side. Patient later reported "breast are sometimes burning". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "breasts are painful and getting hard", ¿an ultrasound showed that the implants are torn¿, and ¿feeling let down, I don't know where to go to? And in the meantime, I do have problems with my breasts¿. Patient later reported "concentration problems, pain in the muscles and body/ bones, tired." This relates to the right side. Patient later reported "breast are sometimes burning". Device was explanted.